Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was shutting off during feeding. They did not state if the pump alarmed or not. Mmdg followed up with the initial reporter who stated that they had no further information regarding the complaint. (B)(4).